Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had perforation. Additional information obtained from the field representative indicates that this had happened during the implant procedure. The physician confirmed the perforation through echo scan. The rv lead was removed and the patient was then sent immediately to surgery to correct the perforation. Patient was fine after the surgery. The physician commented that there was nothing wrong with the rv lead; it was just because of patient's heart anatomy. Field representative will returned the rv lead to the laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.